Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 101 mg/dl. The customer was advised that the device needed to be replaced. The customer called back several days later and stated that they had reconnected the malfunctioning device and wanted to continue using it. The customer was advised to disconnect due to the damaged buttons. The customer's blood glucose was 164 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners and broken reservoir tube lip.